Event description:
It was reported that during an unknown procedure there were unformed staples came out after the second firing on ec60. An ecr60w was used before this event. Changed to another reload to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle. The ecr60w cartridge reload was received for analysis with no visual non-conformances and partially fired 1/3 consistent with an incomplete or interrupted cycle. The returned cartridge reload was tested for functionality by resetting and loading it into a test device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The batch record was reviewed and no anomalies were noted during the manufacturing process.